Manufacturer narrative:
The initial report indicated unknown in error versus no regarding if the initial reporter was a healthcare professional. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device found that there was a lab failure of a low battery reset with an undetermined cause. (B)(4) applies at this time. A supplemental regulatory report will be submitted when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The pump and was returned for analysis. The patient was receiving 25 mg/ml dilaudid via an implanted pump. The indication for use was not reported. The patient was not in a clinical study, the device was replaced with another device of the same manufacturer, the device had been used with/in the patient for treatment. There was no patient death and there was no patient injury. The patient recovered without sequela. The device was explanted on (B)(6) 2017 and the reason for removal of the pump was reported to be end of service and ¿prophylactic removal of pump to avoid in-vivo battery depletion.¿ there were no further complications reported/anticipated.